Event description:
It was reported that the caller¿s pump screen would not turn on. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to address a battery charging issue by turning off the pump. Technical support instructed the caller to confirm the pump was not plugged into a power source, try turning it on with a specific button press, and then attempt charging it with known working supplies, which successfully displayed the welcome message. Technical support advised against turning the pump off in the future for such issues, provided battery best practices, and explained procedures to follow after a shutdown, including resetting insulin settings and cartridge reloading. The customer acknowledged and understood all instructions.